Event description:
The lens was implanted and removed due to the lens damage. The incision was enlarged to remove the lens and another lens of the same model was implanted successfully. Current prognosis is fine. The lens that was used during this event is reported under 1119279-2014-00142.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.